Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4).

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Upon review of post operative day (pod) 1echo, it appeared the device had embolized. The valve appears to be 90 degrees to the annulus. The patient was reported to have complaints of left chest discomfort but remained stable. The patient was brought to the cath lab for assessment, and the need to explant the valve was noted. Because the patient was given eliquis that morning, CT surgery waited until the following day to perform an explant of the device. The patient was transferred to ICU for monitoring and subsequently had surgery to explant the valve and implant a surgical triscupid valve on pod 2. The patient was discharged home shortly thereafter and is doing well since. During index procedure, leaflet capture was confirmed. No leaflet pinning observed at any point in the procedure. The anchors were at the hinge points of the annulus prior to final valve release. Valve expanded evenly and as expected during ventricular and atrial expansion stages. Valve deployment was stable with no canting observed and the anchors were close to annulus. No pvl or central tr was noted. Per the internal imaging evaluation: the procedural tee indicates the valve was deployed too ventricular, with the lateral and lateral-posterior sides more than 10 mm below the tv annulus. After reviewing pod 1 tte/tee/fluoroscopy, there is evidence of the 56mm evoque valve embolized into the right ventricle with all anchors losing contact with the annulus. The evoque valve appears unstable. The major root cause for malposition - valve embolizes into ventricle identified from imaging is procedure related: lack of leaflet capture (at least two consecutive anchors) and suboptimal depth.